Event description:
The user failed two out of six linearity samples for vancomycin. The initial result for sample 1 was 4.5 ug/ml twice, the peer mean was 3.25 ug/ml and the result from (B) (6) 2010, when the same sample was repeated was 2.8 ug/ml. The initial result for sample 2 was 114.3 ug/ml twice, the peer mean was 90.65 ug/ml and the result from (B) (6) 2010, when the same sample was repeated was 74.4 ug/ml. No patient results were affected. The user stated there were no problems with the instrument. The vancomycin reagent lot number was 14454100.

Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
Five proficiency survey samples were tested during the investigation and all five survey samples recovered within the range. The c501 vancomycin application was performing as expected. Most probably the problem was caused by an operator handling issue as the customer did not re- calibrate the assay when it was required by qc procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.